Event description:
Additional information was received that after the valve was recaptured, the patient's pressures returned. It was reported that this was a tight surgical valve that required a pre-implant balloon aortic valvuloplasty (bav).

Manufacturer narrative:
Updated b.5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329 (lot: 0012416831); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve within a previously implanted non-medtronic surgical valve, the valve was loaded and assessed under fluoroscopy revealing an overlap to node 2. On deployment, the valve didn't open completely at 80% deployed. The patient's systolic pressure was 40 millimeters of mercury (mmhg) and they went into cardiac arrest as no cardiac output was observed. The system was removed from the patient and a pre-implant balloon dilatation was needed. The pre-implant balloon dilatation was performed with a 20 mm non-medtronic balloon while a new valve was loaded. The new valve was assessed under fluoroscopy with no overlapping observed. The valve was deployed to 80% and the valve was functioning well with cardiac output. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.